Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit did not pass the initial power connect test. The unit was opened and the power supply board was replaced with a known good power supply board but still did not pass the initial power connect test. The power entry module was removed from the rear of the unit and the resistances across both power fuses were measured. Both fuses measured ol, indicating an open circuit. This means that both fuses were blown. This explains why the unit would not power on. The complaint has been confirmed. The investigation revealed both power fuses were blown. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unintentional user error.

Event description:
The complaint is reported as: the unit will not power on prior to use on a patient. No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the unit will not power on prior to use on a patient. No patient involvement.